Manufacturer narrative:
Additional information has been requested. This report will be updated should additional information become available.

Event description:
Boston scientific received information that one day post implant this pacemaker exhibited complete loss of capture. It is unknown if there was asystole greater than 2 seconds. Patient reported the occurrence of muscle stimulation. No additional adverse patient effects were reported. The device remains in service.